Event description:
It was reported that a malfunction occurred on the pump, specifically indicated by a malf 12 code, attributed to a momentary power loss to the vibrator motor. There was no information about the impact on the customer¿s blood glucose level, as the caller declined to disclose or was unaware if bg exceeded 500 mg/dl. The issue was resolved by technical support, who assisted the caller in resetting the pump, and the malfunction code did not reappear after the reset. The customer was advised to continue using the pump and to report if the issue recurs.